Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgment. The dislodgment was confirmed via x-ray as well lead testing. Testing revealed high capture threshold values as well as small r waves. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgment. The dislodgment was confirmed via x-ray as well lead testing. Testing revealed high capture threshold values as well as small r wave. A new lead was successfully implanted. No additional adverse patient effects were reported.